Event description:
On (B)(6) 1999, an ipp device was implanted. On (B)(6) 2009, the entire device was removed and replaced; the reason for this event was not indicated. No pt complications were reported. Ams requested add'l info.

Manufacturer narrative:
Add'l catalog#: cylinders & pump; reservoir 72401476. Add'l serial#: cylinders & pump; reservoir (B)(4). Should add'l info becomes available regarding this event, it will be re-evaluated and a f/u report will be sent.